Event description:
One patient sample with false negative toxoplasmosis igm results. One sample tested in 2006 gave result of negative -87.1%. A second sample from the same patient was tested on about 2 months later with result of 55.5% negative. Both samples were tested using a different method. Sample from the first test gave result of 3.13 positive. Sample from the second test gave result of 2.75 - positive. No information provided to determine if results were used to guide therapy. The investigational unit determined the cobas core assay did not miss the infection, but seroconversion had already taken place, when patient was tested first in '06.